Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented for post-implant device check, an error message "erroneous values were detected. Return to nominal settings" was observed. The device was returned to nominal settings and reprogrammed. The patient will continue to be monitored.